Event description:
Customer reported that she was involved in an auto accident that was being classified as a diabetic episode. Customer stated that before the accident, her blood glucose level was 65 mg/dl and she treated it with juice. Customer stated that at the time of the accident, she blacked out according to police. Customer stated that when paramedic arrived at the scene and measured her blood glucose level, it was 208 mg/dl. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturing report number 3004209178-2014-95664 for sensor documentation.